Manufacturer narrative:
The reporter states that they are in possession of the pump and that it has been quarantined. She will consult with legal counsel regarding returning the pump for eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.